Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, it was noted that the outer sheath of the catheter pushed up but did not come off. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Melted sleeve the analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic gastric band procedure, at the bottom of the trocar, it was missing a circular piece; it looks chipped out from the sleeve. The piece missing was the distal end of the cannula sleeve. The surgeon noticed the missing piece after the trocar had been inserted when the camera was down the port. No pieces are to be believed to have fallen into the patient. The same trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)